Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable.

Event description:
It was reported that during a laparoscopic low anterior resection, all staples were not deployed at all though the target tissue was cut. As the target tissue was not stapled, the cut end opened when the device was removed. Another device was used to complete the case. There were no adverse consequences to the patient. It was found that some lumbricoid-shaped staples were found in the jaw.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.